Manufacturer narrative:
Other, other text: one cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. The cassette was in good condition with a tube not manufactured by smiths medical of tijuana. Accuracy testing was performed using a cadd legacy plus model, the accuracy test was passed successfully. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. No cause of issue was determined since the complaint was not confirmed due the fact that no issues were found with the product.

Event description:
Information was received indicating that medical fluid remained in a smiths medical cadd cassette reservoir than indicated on the display. No patient consequences were reported. No adverse effects were reported.